Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and device breakage ('small piece of metal was noted in the right cornual bed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the plaintiff did not undergo essure confirmation test". On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy abnormal bleeding"), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping"), vulvovaginal pain ("vaginal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines") and headache ("headache"). The patient was treated with surgery (on (B)(6) 2017 plantiff undergo one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, device breakage, genital haemorrhage, abdominal pain, abdominal pain lower, vulvovaginal pain, vaginal haemorrhage, menorrhagia, migraine and headache outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, device breakage, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: the right ostia had 2 coils seen, the left ostia had 2 coil seen. Most recent follow-up information incorporated above includes: on 8-sep-2020: mr received. Reporters information were added. Event: small piece of metal was noted in the right cornual bed which were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and device breakage ('small piece of metal was noted in the right cornual bed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the plaintiff did not undergo essure confirmation test". On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy abnormal bleeding"), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping"), vulvovaginal pain ("vaginal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines") and headache ("headache"). The patient was treated with surgery on (B)(6) 2017 plantiff undergo one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, device breakage, genital haemorrhage, abdominal pain, abdominal pain lower, vulvovaginal pain, vaginal haemorrhage, menorrhagia, migraine and headache outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, device breakage, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: the right ostia had 2 coils seen, the left ostia had 2 coil seen. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('heavy abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the plaintiff did not undergo essure confirmation test". On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping"), vulvovaginal pain ("vaginal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines") and headache ("headache"). The patient was treated with surgery (on (B)(6) 2017 plaintiff undergo one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, abdominal pain lower, vulvovaginal pain, vaginal haemorrhage, menorrhagia, migraine and headache outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. Most recent follow-up information incorporated above includes: on 20-may-2019: new pfs received - new events added: abnormal bleeding (vaginal, menorrhagia), migraines / headaches, the plaintiff did not undergo essure confirmation test were added. Product information and insertion date were updated. New reporters were added. Incident: no lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (on (B)(6) 2017 plaintiff undergo one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, abdominal pain lower and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.